Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that they sent the device to a third-party vendor for inspection and repair. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.